Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented with undersensing vf on v sense amp and discrimination channels. Review of the non-sustained ventricular oversensing showed undersensing on both channels. Lead review and chest x-ray were suggested. Programming changes were made. The patient was presented in the emergency room after the patient went into cardiac arrest. The patient was cardioverted in the ambulance. No changes were made.